Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer's caregiver complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 4.2 inr. The result from the laboratory within 30 minutes was 2.8 inr. The result from the laboratory was believed to be correct. The customer's warfarin dose was adjusted based on the laboratory result. No other treatment was necessary. The customer is currently in the hospital for unspecified reasons. There was no allegation that an adverse event occurred due to the device. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. There have been no changes to the customer's warfarin dose based on the results from the meter. The customer is not taking any new medications, has had no diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The returned meter was tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.5 inr; qc 2: 2.4 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint that would point to a cause for the result discrepancy. Retention test strips (lot 297787) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.